Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue was determined to be the battery. A replacement device was sent to the customer. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not staying on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.